Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the medium-large clip applier instrument was not clipping. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument was not clipping, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip and the tip does not align with the other grip. The complaint regarding the medium-large clip applier instrument was not clipping was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.